Event description:
Dexcom g7 continuously was inaccurate. High blood sugars was not alerted. User did finger sticks and blood sugar was not able to read any number because it was too high. User had to take shots along with pump adjustments. It took over 12 hours to resolve. Alternatively, sensor read urgent low. And stopped insulin delivery actually the user was not low and pump continued to withhold insulin. These events happened the user reverted to finger sticks. User went back to g6 and had no problems. G6 is being pulled on july 1. Patient did trial with the instinct. She was given 2 sensors both failed. This patient needs to be on the g6. She is in 4th stage kidney failure related to her 15 year transplanted kidney. Blood sugar control is the utmost importance as she is not likely to be approved for second transplant. Device: 1535, 2964. Patient; 1905. Reference reports: mw5187848, mw5187849.